Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed during manual prime and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Unable to prime insulin pump during prime test due to a protruded/loose drive support disk. A scratched lcd window, broken reservoir tube lip and broken belt clip slot noted.